Event description:
Instrumentation was performed with the concorde bullet cage for spondylolisthesis. After surgery, the patient complained the numbness of the left leg. The surgeon suspected postoperative infection, and the surgical site was opened and washed. Implant failure was not found at this time. After surgery, detailed examination including blood exam was conducted and the result was negative. The surgeon continued to follow up with conservative therapy but the numbness of left leg did not improve. Examination of CT scan revealed back out of the cage (left side). The construct included another company's screw that was found to have loosened and which was determined to have caused the cage back out. The cage was explanted and autograft was used to fill in the space. The fixation system was re-tightened and revision surgery was completed.

Manufacturer narrative:
Depuy synthes spine has requested return of the concorde bullet cage for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Inspection of the cage found the device to be fully intact. There are slight markings on the device that were likely created by inserting and/or removing the cage from the patient. The root cause cannot be positively determined. However, the surgeon attributed the cage backout to loosening of a competitors screw that was had been implanted. At this time, the complaint is considered to be closed.